Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 755 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue, and went to the emergency room with trace ketones. Customer was treated with intravenous fluids of saline and insulin, and "something for nausea". Customer was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.